Manufacturer narrative:
Unexpected battery power loss confirmed during testing. Insulin pump passed the displacement test, active current and failed the sleep current test. Failure has been isolated to electrical board.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm. Customer's blood glucose value was 12.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did receive a low battery prior to replace battery now alarm. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer states the battery cap was not loose, cracked or damaged. Customer states they received a power error detected alarm. The device will be return for analysis.